Manufacturer narrative:
The solitaire stent was returned within introducer sheath. The finger markers were found to be aligned within introducer sheath. No bends or kinks were found with the solitaire fr pusher. The solitaire fr pusher was found separated at the buffer weld within the shrink tubing. The detachment zone was found to be visually in good condition. The stent was found to be detached from pushwire. The stent non-working (tear drop) length struts were found to be damaged at proximal end. The working length struts were in good condition. The pusher was sent out for sem (scanning electron microscopy) failure analysis. Per the analysis report, the wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s ¿resistance during delivery / retrieval¿ and ¿pushwire break/separation¿ reports were confirmed. Device separation can occur if the device is advanced/retrieved against resistance. In addition, as the pusher was torqued during the procedure this likely contributed to the device separation. Possible causes of resistance include use of an incompatible catheter, catheter damage, user does not maintain continuous flush or maintain the correct flush rate. Based on the device analysis and reported information, the customers ¿teardrop strut damage/broken¿ was confirmed. However, the root cause could not be determined. The patient's vessel tortuosity was moderate. Information regarding if a continuous flush was maintained not reported. The catheter used in the event was not returned. Therefore, any contributing factors from the catheter could not be assessed. The cause for the reported resistance could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a solitaire that had resistance during delivery and was damaged. The patient was undergoing an emergency thrombectomy procedure to treat ischemic stroke. Vessel tortuosity was moderate. It was reported that the solitaire and all accessory devices were prepared as indicated in the instructions for use. After hydration, during initial pushing of the solitaire in the catheter, it felt obstructed and could not be advanced forward. After withdrawing the solitaire, it was found that there was visible deformation at the connection between the stent body and pushwire. The solitaire was replaced with another of the same model which was used to successfully complete the procedure. There was no harm or injury to the patient. Additional information received reported that the resistance was in the proximal portion, and it was initially difficult to push. The catheter used in the event was a rebar 27.